Event description:
Halfway through the procedure the oxygenator failed to oxygenate. It was changed out. Due to pt's pre-op hemoglobin and hematocrit, one unit of packed red blood cells was administered to see if the increase in hematocrit would increase the venous saturation. The procedure was completed with the new oxygenator and the pt was fine.